Event description:
It was reported that the pulse generator exhibited noise reversion episodes on the ventricular channel via a merlin.net transmission. On (B)(6) 2014 the patient was brought into the clinic and the noise could not be reproduced with pocket manipulation or provocative testing. The patient would be monitored.

Event description:
New information indicated that the device was explanted and replaced on (B)(6)2015. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.